Event description:
The pump was returned for investigation. Investigation revealed unresponsive keypad buttons with contamination on the keypad contacts. This report is made based on results of investigation completed on 06/19/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2014 with the following findings: the keypad was torn at the up and down keys. The contrast, up, and down keys were intermittently unresponsive. Contamination was found underneath all keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).